Manufacturer narrative:
Evaluation summary: the analysis results found that was received with the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."

Event description:
It was reported that during a lap appendectomy procedure, stud broke from handpiece. No patient consequence.